Manufacturer narrative:
The abbott medical optics field service engineer replaced the power supply and video board, ran a check disk on the master drive to recover the program, and the system met all abbott medical optics specifications. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The on site system would not boot up and the field service engineer reported that he inspected the computer and saw smoke coming from the power supply and the capacitors were blown on the video card. There was no patient involvement with this event.